Event description:
The advocate called for help with the customer's meter. While troubleshooting, he performed control tests and received results of 215 and 199 mg/dl. The normal control range was 95-131 mg/dl. No adverse events were alleged. The remaining test strips are to be returned for eval. Replacement test strips were sent to the customer.